Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect cgm on replacement device.